Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly, and visual inspection. The spindle housing was confirmed to be damaged.

Event description:
It was reported by the user facility that the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.